Manufacturer narrative:
(B)(4).

Event description:
It was reported that following an unrelated surgical procedure; the right ventricular lead exhibited oversensing. Insulation anomaly was suspected. The lead was capped and replaced. No patient symptoms were reported.